Event description:
It was reported that the patient underwent an unspecified surgery. Post-operatively, the patient has "experienced severe pain, physical limitations, and constant fear of having surgery."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient was pre-operatively diagnosed with mobile spondylolisthesis at l3-4 with foraminal stenosis and underwent the following procedures: minimally invasive transforaminal lumbar interbody lumbar interbody fusion with 10x26 peek interbody implant. Posterolateral fusion with local bone allograft and rhbmp-2/acs. Percutaneous pedicle screw system, l3-4, pedicle screw 6.5x45 at level and 35 mm rods. Use of operating microscope with microscopic technique and local bone allograft. As per the operative notes: ¿local bone allograft and rhbmp-2/acs were placed in the disc space and a 10x26 peek interbody implant was packed with local bone allograft and countersunk. After this was done, the area was skeletonized from the lateral facet to the pars.¿ the patient tolerated the procedure well without any intraoperative complications.